Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip xt was successfully implanted on the anterior-1/posterioer-1 (a1/p1) non-commissural. A second mitraclip was implanted at the a1/p1 in the medial position. The procedure was discontinued; the final mr was grade 2-3. On an estimated date, (B)(6) 2025, the patient returned with recurrent mr grade 4. The mitraclip xt had a single leaflet detachment (slda). The patient was scheduled for a secondary mitraclip procedure.